Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The pump was able to be turned on after being connected to a power source. After attempting to reload the cartridge, the pump requested a minimum of 50 units (minimum fill notification). The customer's blood glucose (bg) level was impacted (345 mg/dl). A manual injections was delivered to address bg level. The customer loaded a new cartridge onto the pump successfully and resumed insulin delivery.